Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, a complete lead was returned in two pieces. Visual inspection of the lead found multiple external insulation abrasions that breached the outer insulation and exposed the outer coil distal to the suture sleeve tie impression. The cause of external insulation abrasions is consistent with friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.